Manufacturer narrative:
This event was reported by the distributor. The physician is: dr. (B)(6). Phone: (B)(6). Fax: (B)(6). (B)(6) hospital (B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the main papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2021. During the procedure, when the stonetome exited the scope, it was noticed that the orientation of the cutting wire was incorrect and so they then decided to discontinue using the device. The procedure was complete with another of the same device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.